Event description:
It was reported by service report that the footend right siderail was not locking in the upright position. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Loose latch screw.